Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use an nc sprinter balloon for post-dilation after stenting was performed in the anterior interventricular branch. There were no difficulties noticed during removal of the stylette and /or protective sheath. Negative prep was not performed on the device prior to use. The physician delivered the nc sprinter into the deployed stent and started to inflate the balloon. When nominal pressure was reached (10 atm) the physician noticed a dissection of the artery in front of the implanted stent and stopped the procedure immediately. There were no difficulties experienced during balloon inflation. After removal and inspection of the balloon it was noted that the small part of the balloon distal shaft was strongly inflated right in front of the proximal marker which was reported to have caused the dissection of the artery. An additional stent was implanted to treat the dissection. No further patient complications were reported - patient outcome was satisfied.